Event description:
It was reported that the right atrial (ra) lead has high impedance. An x-ray was performed but no visual anomalies were noted. The patient is in chronic atrial fibrillation and the physician elected to cap the lead and not replace it. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).